Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guide wire was allegedly stuck with tip of the needle. It was further reported that guidewire was allegedly unable to push or pull. Reportedly, the guide wire allegedly got separated. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the partial segment of a guidewire which is noted to be stretched out throughout. Therefore, the investigation is confirmed for the reported fracture, material separation and identified stretched and unraveled issues. However, the investigation is inconclusive for the reported guidewire advancement, physical resistance and difficulty in removal issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a dialysis catheter placement procedure, the guide wire was allegedly stuck with tip of the needle. It was further reported that guidewire was allegedly unable to push or pull. Reportedly, the guide wire allegedly got separated. The procedure was completed using another device. There was no reported patient injury.